Manufacturer narrative:
The goldvac integrated smoke evacuation pencil instructions for use states the following: "safety tips:" - "never allow cables connected to these devices to be in contact with skin of the patient or the operator during electrosurgical activations." "Do not permit cables connected to these devices to be parallel and in close proximity to the leads of other electrical devices."

Event description:
Strange smell noted, physician noted tissue lodged in bovie. Tissue removed and procedure continued. A spark was noted coming out of bovie and burn was noted on right outer thigh. The initial reporter was contacted to obtain further information. The initial reporter said there appeared to be a short in the area where the blue cord connects to the pencil body which resulted in the burn to the patient. The initial reporter stated the patient will have to come back for more surgery on the burn since it was a 3rd degree burn the size of a silver dollar. No further information was disclosed.